Event description:
It was reported that during percutaneous coronary intervention (pci), stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified anatomical location. A 2.25 x 32mm promus element plus stent was selected to treat the lesion. When they inserted this device, resistance was encountered and the device was unable to cross the lesion. They removed the device from the patient and noticed that the distal end had been lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status post-procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).